Manufacturer narrative:
Instrument received in qualtiy assurance fully fired and safety interlock mode. Appropriate diagnostic testing could not be performed to confirm reported condition.

Event description:
Reportedly, the surgeon fired the instrument 2 or 3 times and each time the instrument fired but there were no clips in it. The instrument kept cutting the vessel. Bleeding occurred. The surgeon used suture to stop bleeding. Procedure: tram flap.